Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not delivering accurately. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 10 june 2022 via email and complaint object: all 5 events occurred between three pumps as documented in ((B)(6)) further clarification indicated that one of the pumps has had 3 events and has been sent back to you already once with no problems found. The technician was unable to find any issue with this pump. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Running (B)(4) accuracy tests, the pump was found to be within manufacturing specifications. No device problem was found. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.